Manufacturer narrative:
Per tandem user guide: ensure there are no air bubbles when drawing insulin from the vial into the syringe. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported not performing the air removal step when filling the cartridge with insulin. Customer was educated on the proper air removal process per the user guide. System check was performed with tandem technical support and no issues were identified. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 167 mg/dl.